Manufacturer narrative:
Visual analysis of the returned device identified: one opening curved on the anterior, red particles in the shell, the weight the device within specification and crease fold. A microscopic analysis was performed which identified: one striated opening on the anterior and wear abrasion. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. Creases (wrinkles) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported right side rupture and pain. Physician additionally reported "cervical and neck pain" ¿discreet contour deformity," "rippling," capsular contracture of baker grade ii-IV, and radial folds. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and pain. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician additionally reported "cervical and neck pain" ¿discreet contour deformity," "rippling," capsular contracture of baker grade ii-IV, and radial folds were later reported.